Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4 ii) and ft3-free triiodothyronine (ft3 iii). The customer provided the patient sample for investigation. Of the data provided, erroneous ft4 ii and ft3 iii results were identified between the customer's e602 analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. Erroneous results were reported outside of the laboratory. This medwatch will cover ft4 ii. Refer to medwatch with (B)(6) for information on the ft3 iii erroneous results. No adverse event occurred. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft4 ii reagent lot number used at the investigation site with the e170 analyzer was 188609 with an expiration date of 10/2016. The ft4 ii reagent lot number used at the investigation site with the e411 analyzer was 188371 with an expiration date of 09/2016. The serial number for the customer's e602 analyzer is not known. A specific root cause could not be identified. There was not enough sample volume left to complete the investigation.

Manufacturer narrative:
A new sample was obtained from the patient and submitted for investigation. Upon investigation of the patient sample, a streptavidin interference was confirmed. This most likely caused the high ft4 ii and ft3 iii results. The reagent used to perform the tests contains streptavidin. This specific interference is addressed in product labeling.